Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was squirting insulin during the manual prime process. The customer¿s blood glucose was unknown at the time of incident. The customer stated that the insulin pump had mild discoloration and rejected new batteries. The customer also stated that the insulin pump lost some loudness during alarm and also rewinds takes longer time during changing the infusion set. Customer stated that the backlight of the insulin pump was lost and plastic chips fell of the reservoir. The insulin pump will not be returned for analysis.